Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by an edwards japanese associated, during a transfemoral tavr procedure, there was insertion difficulty of a delivery system with 23 mm sapien 3 ultra resilia valve, which occurred at the tip part of an esheath+, and a radial tear was observed. The 14 fr esheath+ was inserted into the right femoral artery without resistance. A commander delivery system with valve was advanced through the sheath but the valve became stuck and it was thought that the sheath tip may have hit the calcification of the aorta, and the sheath position was changed. However, the delivery system could not be advanced. The delivery system and the sheath were removed. A new esheath+ was inserted and a second delivery system passed through the sheath without problem. A second s3ur valve was implanted. No health injury occurred. It was confirmed that the seam of the tip of the sheath and the tip were not opened properly, and radial tear was observed at the tip.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per visual examination, the inflation balloon and a portion of the crimp balloon exited the sheath tip, and the thv remained in the distal sheath shaft. There was a partial radial tip tear along the edge of the distal liner and the tip was unopened. Radial, axial, and slanted score lines were present on the sheath distal tip. Hdpe stretching was noted along the torn tip edge. The liner was fully expanded as designed. The thv was deployed with no abnormalities noted. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing could be performed and the events were confirmed through visual examination. As described in the event description (b5), provided imagery of the device confirmed the event and imagery of the patient's anatomy revealed the presence of tortuosity and calcification in the patient's right access vessel and above the femoral bifurcation. Per the engineering technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. In this case, a torn distal tip and the inability to advance through sheath were confirmed per evaluation of the returned device/provided imager. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as these access vessel characteristics were confirmed via the provided patient anatomy imagery. The reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
A supplemental report is being submitted, due to the receipt of images from the field. B4, g3, g6, and h2 have been updated. B5 and h6: device problem have been corrected.

Event description:
As reported by an edwards japanese associated, during a transfemoral tavr procedure, there was insertion difficulty of a delivery system with 23mm sapien 3 ultra resilia valve, which occurred at the tip part of an esheath+, and a radial tear was observed. The 14 fr esheath+ was inserted into the right femoral artery without resistance. A commander delivery system with valve was advanced through the sheath but the valve became stuck and it was thought that the sheath tip may have hit the calcification of the aorta, and the sheath position was changed. However, the delivery system could not be advanced. The delivery system and the sheath were removed. A new esheath+ was inserted and a second delivery system passed through the sheath without problem. A second s3ur valve was implanted. No health injury occurred. It was confirmed that the seam of the tip of the sheath and the tip were not opened properly, and radial tear was observed at the tip. Images of the sheath were received from the field and confirmed the distal tip was torn radially, the axial scoreline appeared unopened, the liner appears to have expanded as designed, and there was evidence of valve interaction with the torn tip.